Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Patients complained of "itching and burning" within the first day or two of surgery. Patients were asked to put lotion on the incision instead of coming in early to see incisions. Patients were all seen by healthcare professional 1 week post-op. Topical steroids were given to patient and it took 7-10 days for itching to fully resolve surgeon took time to remove glue from incision using alcohol and forceps. Surgeon has compared the adverse reactions seen to images of "contact dermatitis" online and believes these events are in-line with images online.